Event description:
Boston scientific crm received information that upon interrogation, this right ventricular (rv) defibrillation lead exhibited low pace impedance <200 ohms and loss of capture. The patient had received inappropriate shocks as a result of oversensing. An insulation break was suspected. No adverse patient effects have been reported.

Manufacturer narrative:
The lead was surgically abandoned and a new boston scientific lead was successfully implanted. As the lead will not be returned, clinical observations cannot be confirmed. No additional information is available. Should any additional information related to this event become available, this event will be updated.